Event description:
It was reported that the patient underwent additional surgery for pocket irrigation, debridement and lead removal.

Manufacturer narrative:
Relevant tests/laboratory data, including dates , and d9.device available for evaluation?; corrected data, initial MDR inadvertently omitted information known prior to submission.

Manufacturer narrative:
(B)(4); device evaluated by MFR? Return of device is not necessary as the analysis will provide no value to the investigation and the root cause is known. (B)(4).

Event description:
It was reported that the patient had a generator replacement due to device extrusion (MFR report #1644487-2021-00212) and after had draining and was scheduled for removal of vns with possible revision. Notes reported that because of ongoing chemotherapy this is believed to possibly be why the site is not healing. The vns site is draining orange/ bloody discharge. Patient started draining mucopurulent and cannulation tissue out of her lateral chest incision. Lateral incision is broken down with granulation and mucopurulent drainage coming from lateral portion of this lower and anterior asked incision. The physician cultured it and dressed it. It appeared that this generator had migrated from the anterior chest wall back to the anterior axillary line with granulation and purulent drainage and possible extrusion of the generator against. Physician believes the big problem is that she is getting chemotherapy and she is not healing well at all. Anterior chest wall infection and granulation and extrusion of vns generator. Significant complications with vns generator extruding from her chest wall and even after relocating it to a brand new anterior chest wall pocket is migrated out and is now visible on the lateral old incision. The new incision is healing okay but slowly. Anterior chest wall the more medial incision is healing slowly with granulation tissue. Vns generator is visible and palpable laterally in the old anterior axillary line incision. Patient was provided antibiotics for some discomfort. The generator was explanted. The lead was left in place. Return of the generator is not necessary as it will add no value to the investigation.